Event description:
It was reported by service report that the cot will not go up or down and the litter would drop when the manual release handle was pulled without weight. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.